Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on conductor and insulation was breached cut; full lead returned and analyzed.

Event description:
It was reported that the threshold varied with pacing rate: the lower the pacing, the higher the threshold. The lead was explanted and replaced. No further patient complications were reported as a result of this event.